Event description:
It was reported that this left ventricular (lv) lead exhibited loss of capture (loc). Technical services (ts) advised following actions, such as x-ray imaging for lead placement. The lead remains in use. No adverse patient effects were reported.